Manufacturer narrative:
The device history record (DHR) could not be reviewed because a lot number was not available. A photo was received for evaluation. The image was visually inspected, and a broken valve (arv) was observed. The reported condition was confirmed; however, it was not confirmed as related to manufacturing. A walk through of the manufacturing process was carried out showing no abnormal conditions that could trigger the reported condition. According to the instructions for use (IFU) included with the product, the valve should be pulled out in the same direction of assembly and should not be pulled at an angle to avoid breaking. No action plan required at this point. The manufacturing site will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the blue end broke off for seemingly no reason per staff nurse.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.